Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 46 mm thoracic aortic aneurysm. The diameter of the left iliac artery was 6 mm and 7 mm at the right iliac artery. It was reported that the patient had small access anatomy and a narrow calcified distal aorta. Other manufacturer's dilators, sheaths and the dotter technique were used in the left groin in order to make space for the delivery system. The physician advanced the device however the device could not be passed beyond the aorta iliac bifurcation. The device was removed and the patient's blood pressure dropped. Rupture had occurred of the left common iliac artery. A reliant balloon was passed through a sheath in the right groin to the abdominal aorta and the balloon was inflate to occlude and tamponade the blood loss. The procedure was converted to open repair and the rupture was repaired with aorto bifemoral bypass. The taa was not treated at this time. The valiant device was not implanted. As per the physician the cause of the event is anatomy related and was due to the small calcified distal aorta. No clinical sequelae were reported and the patient is alive.

Manufacturer narrative:
Film evaluation summary; the exact cause of the ruptured lcia and inability to advance the device to the target could not be determined from the pre-implant films provided. Films during implant were not provided. However, it appears very likely that attempting to implant into the small and calcified distal aorta and small/calcified common iliac arteries, likely contributed to the reported events. It is also possible that other manufacturer's dilators and sheaths utilized prior to advancing the delivery system also may have contributed to the vessel rupture. If information is provided in the future, a supplemental report will be issued.